Event description:
Robotic scissors would not dock properly onto robot after multiple attempts. Unable to use instrument during surgery. Removed from sterile field and tagged. Returned to manufacturer.